Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. A shock vector breakdown revealed high out-of-range shock impedance measurements greater than 200 ohms for all vectors including the right atrial (ra) coil. Impedance testing with isometrics was performed, and a shock impedance measurement of 78 ohms was obtained while the patient's arms were crossed. The shock vector was programmed to rv-to-can. Additional impedance testing with arm movements, and all measurements were consistently in the 80s-90s ohms range. Technical services (ts) recommended defibrillation threshold (dft) test when changing the shock vector. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. A shock vector breakdown revealed high out-of-range shock impedance measurements greater than 200 ohms for all vectors including the right atrial (ra) coil. Impedance testing with isometrics was performed, and a shock impedance measurement of 78 ohms was obtained while the patient's arms were crossed. The shock vector was programmed to rv-to-can. Additional impedance testing with arm movements, and all measurements were consistently in the 80s-90s ohms range. Technical services (ts) recommended defibrillation threshold (dft) test when changing the shock vector. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that the observed out-of-range measurements on this rv lead were a sudden change in shock impedances. Dft testing was successful after the vector change. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.